Event description:
Customer reported pt was self injecting insulin using autoshield pen needle. During injection, needle was bent and autoshield failed to activate. Nurse received needle stick injury while removing needle.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Unable to run complaint history check or device history review as lot # is unk. Regulatory compliance will continue to monitor on monthly trend reports.